Event description:
It was reported that the right ventricular (rv) lead exhibited a lead integrity alert (lia) and intermittent oversensing was observed although the presentation initially resembled t-wave oversensing (twos). Ring-to-coil impedance drops were noted and were suggestive of an insulation breach with intermittent shorting between the rv ring and rv coil. It was further reported that while in clinic, oversensing was reproducible, and isometric maneuvers and pocket manipulation were associated with increased heart rate. The patient reported a ¿bump¿ over the device. It was further reported that the rv lead exhibited sensing integrity counter (sic) and noise. The right atrial (ra) lead exhibited undersensing and far field r-wave (ffrw) oversensing. The rv and ra leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.